Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2022, the femoral nail inserter broke while inserting the nail. A piece had to be removed from the patient. Per the surgeon¿s or note: the nail inserter broke during insertion which limited the ability to control rotation of the nail at completion of the case. Position of the wire was verified with fluoroscopy. Then it was sequentially reamed to a 12.5 mm reamer. The appropriate size of the nail was measured. The nail was the inserted into the femur across fracture site down to the distal femur without significant difficulty. During the last few impactions of the nail, we were trying to control the rotation of the nail and the inserter snapped. The inserter stayed fixed to the nail, but had no rotational relationship with the nail and was freely rotating with it. The nail was adequately seated to the appropriate depth and the overall position of the nail was clinically acceptable. Perfect circle technique was used to place the proximal screws because the guide in the synthes nail was not valid with lack of rotational control between the inserter and the nail. Then the distal interlocking screw was placed using perfect circle technique. The position of the nail in the fracture was verified with fluoroscopy. This report is for an unk - nail insertion handle. This is report 1 of 1 for (B)(4).